Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The reporter was contacted and he advised that there was nothing wrong with this device and that it would not be returned to olympus for evaluation. Based on the results of the investigation, a connection with a gif-180 with no image to another cv-190 and clv-190, the problem will remain, and if you connect another 180 scope or 190 scope to the device, the image will be displayed without any problem. Therefore, it is likely that there is no abnormality in the subject device and the cause is the failure of the gif-q180.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported when plugging a gif-q180 scope (reported in complaint with patient identifier (B)(6)) into the evis exera iii video system center (this complaint), all color bars appear on the screen. When the maj1430 is plugged in, the image goes black (no image at all). The evis exera iii video system center was swapped out with an evis exera iii xenon video light source (reported in complaint with patient identifier (B)(6)) and the problem persisted with the gif-q180 scope only. The video system work with other series 180 and 190 scopes. There is no patient impact related to this occurrence.